Manufacturer narrative:
Additional information: b5 - the reporter indicated that a 12.6mm, vicm5_12.6, -10.50 diopter, implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2020. On (B)(6) 2021 the lens was exchanged with a same size , higher power lens (-10.50 diopter) due to refractive surprise. The problem was resolved. Claim# (B)(4).

Manufacturer narrative:
H3 - device evaluation: the lens was returned dry, in a microcentrifuge vial, with residue/debris on the lens. Visual inspection found no visible damage and debris on the lens. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vicm5_12.6, -10.50 diopter, implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2020. Refractive change overtime was observed, the lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.